Manufacturer narrative:
The site declined to provide patient information, per (B)(6) privacy laws. On 09/18/2015 a medtronic representative, following-up at the site, reported the surgery was completed with the use of the standard c-arm technique. The tracker was removed from the c-arm, re-draped and utilized for the screw insertion. After discussion with medtronic navigation, it is suspected the camera was too close to the c-arm (3-4 feet) and distance was the factor. On the next procedure, we adjusted the camera distance (6-10 feet) and there was no issue with the tracker. Since this event, 5 or more procedures have been completed without issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system was able to see the patient reference frame, that the non-medtronic c-arm had green status, and yet they were not able to see the c-arm in camera details. Incision had been made. The surgeon opted to continue and completed the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Instructions for use which accompany this device state, "position the camera head approximately 1.75 m (6 ft) from the reference frame. Aim the camera head at the reference frame."